Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 500mcg/ml at 100mcg/day via an implantable infusion pump for an unknown indication for use. It was reported the patient experienced a loss of therapeutic effect and increased spasticity. It was noted the event date was approximately (B)(6) 2016. Catheter aspiration was attempted, but was unsuccessful. On (B)(6) 2016, the catheter was replaced. The issue was noted to be resolved at the time of the report. It was unknown if there were any environmental, external or patient factors that led or contributed to the issue. Other medications the patient was taking at the time of the event was unable to be obtained. The patient's relevant medical history was unable to be obtained. The lot number for the lioresal was unknown. Patient status at the time of the report was alive with no injury.

Event description:
Additional information was received from a company representative. The device indication for use was spasticity/stroke. The pump and catheter were explanted (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis determined the catheter body was kinked near the anchor. When the catheter was bent to a narrow radius an occlusion did occur during pressure testing. Analysis also determined the transition tubing was damaged. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.